Event description:
A filter was implanted in a pt with severe kypho-scoliosis following a cavogram and was performed with the filter introducer without difficulty. Another filter was placed with the introducer sheath and was advanced without the guidewire or dilator. The sheath perforated the wall of the vena cava and the filter deployed partially within the wall of the vessel. There have been no adverse sequelae as a result of this incident.